Event description:
During remote monitoring, episodes of noise and undersensing due to loss of tissue contact were observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.